Event description:
It was reported that this event involved a female patient via a right internal jugular vein without event. However, resistance was noted while attempting to "withdraw" slightly against the spring wire guide (swg). There were further attempts to insert the swg, which faced resistance as previously. The anesthetist failed to remove the swg due to the fact that it "unrolled". Also, the physician met resistance while attempting to remove the injection needle and swg together. The doctor used a "bit" of force to remove both the needle and the swg. The swg appeared to have a "break" in it. Also, there appeared to be a hematoma on the patient's neck. As a result, another kit was opened (with the same lot number) and inserted successfully into the left side of the patient without any complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.